Manufacturer narrative:
(B)(4). Guide wire: whisper, balance middleweight. Stent: jostent graftmaster (part# 12744-19, lot# 647123). The jostent graftmaster (part# 12744-19, lot# 647123) is being filed under a separate medwatch MFR number. Perforation, myocardial infarction (mi), bradycardia (a form of arrhythmia) and hypotension are listed as known adverse events of coronary dilatation procedures in the rx voyager instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during the procedure in the right coronary after, pre-dilatation was performed using a 2.75x30 voyager dilatation catheter. After removal of the balloon, perforation was suspected. Intra-aortic balloon pump was inserted. A graftmaster stent system was advanced, but became caught on a vision stent that had been successfully implanted the previous day. The graftmaster was withdrawn from the anatomy. Additional treatment for the suspected perforation was not provided. Echocardiogram showed that the perforation was very limited and there was no evidence of cardiac tamponade. Later that evening, the patient developed severe hypotension/bradycardia and died. The physician's impression for cause of death was myocardial infarction. Though requested, additional information was not provided.